Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reported a bad morning/day. Thy woke up the second time, stood up, and urine rushed out into their pad. As a result of the adverse event, the patient was concerned that the lead might have moved and they were advised that the patient would feel stimulation differently depending on the different movements. No further patient complications have been reported as a result of this event.